Event description:
One patient sample with discrepant tsh and free t3 results. Initial tsh result >100 uiu/ml, initial free t3 result 9.90 pg/ml. Same sample repeated using three different methods gave results of 167.8, 148.1, and 145.6 uiu/ml for tsh and 9.06, 2.2 and 5.0 pg/ml for free t3. If additional information is received, appropriate notification will be provided.